Event description:
Synthes (B)(4) reports the small battery drive functions intermittently. The reported event occurred during unknown surgery. Facility had to keep taking off the battery case, and putting back on to get it to work. Small battery drive worked fine initially but as the surgery went on, it started to stop and then go, and then it stopped working completely. Spare device was available to complete the procedure. Procedure was completed successfully. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. The reporters complaint of intermittent operation could not be confirmed. The device was tested and the complaint was not duplicated, however, it was observed that during pre- repair evaluation that the coupling head was tight, bottom trigger was bent. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.